Event description:
Avanos 20 f mic safety peg kit missing bumper from package. Not noticed until peg had already been inserted. Had to open an additional kit to retrieve a bumper. Additional kit marked for no charge to patient. Ref: 8180-20 lot: 30195512 exp: (B)(6) 2023